Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Reaction was located around the sensor, where the adhesive pad was. Reaction was described as a red rash that itches and develops small bumps. Patient had previously experienced reactions as well, and on (B)(6) 2016, the patient was taken to the endocrinologist who recommended the use of 1% cortisone. Patient's mother stated that the cortisone cream is applied to the skin prior to sensor insertion. At the time of contact, the patient was fine. No additional event or patient information was provided.